Manufacturer narrative:
The ICD and a lead fragment were received for analysis. The ICD was interrogated, revealing the mos1 battery status. The device was implanted for 39 months and 19 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the device were tested and proved to be fully functional. Upon receipt, the lead was found cut 11cm distal to the is-1 connector pin. The proximal fragment (including the yoke and connector pins) was received for analysis. The distal fragment (including the rv, svc shock coils and lead tip) was not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing processes for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to one shock delivery. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. The analysis did not reveal any sign of a material or manufacturing problem for these devices.

Event description:
It was reported that this device was explanted after inappropriate shocks were delivered due to noise on the rv lead. Unknown if inappropriate therapy was due to device or lead malfunction.